Event description:
The customer obtained 240mg/dl and 103mg/dl blood glucose comparison on the accu-chek compact plus system. The test results were obtained within a 10 minute timeframe. No reported action taken based on the results. No adverse event reported. New system sent to customer and return requested.